Event description:
It was reported that, during reprocessing, the duodenovideoscope tested positive for 2 cfu/endoscope of aerobic mesophilic flora and 1 cfu/endoscope of molds. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided cds processes where information to judge deviation from the IFU was not identified. The device evaluation found foreign material adhered to the air/water cylinder. The foreign material was not able to be identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all the channels. Cfu: < 1 cfu/endoscope. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: the distal end section. Cfu: 2 cfu/endoscope. Bacterial identification: bacillaceae. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, physical damage to the device may have hindered foreign material removal; however, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.